Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) had corroded helium tank transducer connector. Unit had saline ingress damage into the power supply compartment.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states issue discovered as part of the pm. Helium tank transducer cable shows signs of fluid ingress, as well as the interface cable connecting to the power supply monitoring board. Ac panel gasket inexistent, covering area where fluid ingress took place. Gasket overall seemed overall wore out. See attached pictures for reference. Other than that unit fully functional, as tested as part of the pm. Nothing unusual identified in the logs, cleared as part of the pm. Replaced helium tank, pressure transducer , helium transducer interface cable, as well as ac panel. Post replacing aforementioned parts, successfully completed a full functional check without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing dept. Received the following parts associated with this complaint: part number pressure transducer, part number cable, helium tank, part number panel, ac access these parts were received with a reported unit failure of, parts show signs of fluid ingress. The failure analysis and testing dept. Performed a visual inspection and observed fluid which is consistent with saline on all three parts. Please see attachments. Due to the damage from saline, the fat dept. Cannot test part number 0682-00-0092-01 pressure transducer serial number (B)(6) and part number 0012-00-1834 cable, helium tank serial number (B)(6). Retaining the parts in the fat dept. Per procedure number (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).